Event description:
It was reported that the communicator showed a flashing red call doctor icon for the system with a pacemaker and this right ventricular (rv) lead. A (B)(6) company representative performed troubleshooting with the communicator connection, and the issue was resolved. The company representative referred the caller to the clinic to notify that the communicator has rcd this morning. Information from a combined follow up showed pacing lead impedances from the rv lead that are high, out of range since a couple of years ago. Both pacemaker and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).